Manufacturer narrative:
The product was not requested for return, as the issue was resolved through troubleshooting.

Event description:
In 2008, the lay user/patient contacted liefescan alleging the one touch ultra meter was turning off during use. The medical affairs specialist was not able to reach the pt to answer follow up questions. The patient stated the issue first occurred on a week earlier. Due to the issue, the pt took increased doses of her diabetes medication. She started to take glumetza 1000 mg in the morning, 500 mg at lunch, and 1000 mg in the evening. She says this is double her original dose. Despite increasing her diabetes medications, the pt had a symptom of blurry vision sometime after the meter issue. It would have been helpful to know why the pt decided to increase her dose of medication, what she could have done had she been able to use her meter, whether her diet regimen was normal before she had symptoms, and whether she had blurry vision before the meter issue as well. The customer service representative (csr) determined during the troubleshooting telephone call the pt replaced the battery per the owner's manual. The product is not new. The battery contacts were in good condition. The csr was able to troubleshoot the issue with the pt and code the meter. The issue was resolved with troubleshooting. This complaint is being reported the pt alleged she could not test on her meter, could not coordinate her treatment with meter readings and later had blurry vision which can be associated with either hyperglycemia or hypoglycemia.